Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with oversensing episode resulting in inappropriate antitachycardia pacing and aborted shock. The lead was explanted and replaced.

Manufacturer narrative:
Correction: should have been (B)(6)2018 rather than (B)(6)2018.

Event description:
Further information received indicated that the right ventricular lead appeared to have dislodged. When patient was at the clinic for follow-up, oversensing episode due to noise was seen. During rv lead revision while attempting to reposition the lead, the helix would not retract. There were no complications and patient¿s condition was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.